Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Customer stated that blood glucose level at the time of the fill cannula was 126 mg/dl which further went up to 445 mg/dl. Customer stated that the insulin flow blocked alarm was resolved by reservoir change. The insulin pump and reservoir will not be returned for analysis.